Event description:
It was reported that the analyzer stopped pacing without any battery warning in advance. When the leads were connected to the analyzer it would not pace. The threshold on the ventricular lead was high, but the amplitude on the analyzer was set to 5 volts, the patient was pacemaker dependent. When the exit block was noticed on the analyzer, pacing was changed to the implanted pacemaker and capture was re-established. The analyzer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, after an endurance test of 2 days, no failures occurred. (B)(4).